Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A maverick2 balloon catheter was selected to dilate the target lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's stats was fine.